Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns patient had high lead impedance readings on diagnostics tests. Revision surgery is planned but no date has been set. X-rays were reviewed by the manufacturer and no obvious lead discontinuities were noted. All attempts to the reporter for additional information have been unsuccessful to date. The reporter has been informed to disable the vns when high lead impedance is noted.